Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. All electrical testing was within specified parameters. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were triggered due to high superior vena cava (svc) and right ventricular (rv) coil impedances. Noise was noted on all svc coil egms and a fracture is suspected. It was also noted that the patient had experienced a seizure and fell out of bed. Also, the implantable cardioverter defibrillator (ICD) experienced early battery depletion. The rv lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.